Manufacturer narrative:
The mechanical performance of the lead under complaint was scrutinized. Particularly with regard to lead dislodgement as mentioned in the complaint description, the investigations did not show any deviations from the mechanical specifications. The fixation helix could be properly extended and retracted. Furthermore, the measurement results proved to be within the value range defined by the design specifications, even though coagulated blood and tissue residuals were found within the lead tip that may compromise the effectiveness of the fixation screw mechanism. The cuttings in the outer insulation are most likely due to the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Bsc crm reported that, while no rep was present for this case, the lab staff did report that the lead repeatedly became dislodged and it was explanted.